Event description:
Approximately 4 weeks following surgery, the patient complained of discomfort. Suture spitting was noted. There was no drainage or seroma found. The physician believes that the 2-0 interrupted synthetic absorbable suture was the suture that was spitting. There were 5 areas along the incision line that were described as a typical suture reaction. The physician referred it to be localized phenomenon and the patient was treated with local and oral antibiotics.